Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had emitted multiple loss of prime warnings with the same cartridge. Troubleshooting indicated that the patient was using cartridges per instructions for use but had not changed the cartridge since the loss of prime issue started. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported based on the allegation of recurring loss of prime warnings associated with a cartridge issue.